Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 3 bd luer-lok¿ tip syringe with bd precisionglide¿ needles that it was difficult to take the fluid out from the syringe. The following information was provided by the initial reporter: the customer complained that it was difficult to take the fluid out from the syringe.

Event description:
It was reported while using 3 bd luer-lok¿ tip syringe with bd precisionglide¿ needles that it was difficult to take the fluid out from the syringe. The following information was provided by the initial reporter: the customer complained that it was difficult to take the fluid out from the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-jul-2022 h6: investigation summary two photos, two actual samples without packaging, and one actual sample with open packaging. From the returned photos, the team is unable to determine an aspirate / draw (cannot / difficult) issue. From the returned samples, no abnormality was observed. All samples were subjected to plunger break out and sustain force testing and was within specification. The samples were difficult to draw when attached with the needle. The needles were then subjected to a clogged needle inspection and 2 of the 3 samples failed the specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the probable root cause could be that the drive roller set screw was loose. H3 other text : see h10